Event description:
The customer reported that during a dcp procedure, the balloon catheter leaked. They opened another kit and used the catheter from that box to finish the case without further incident. The part number of the kit is dcp213-bi. The part number of the device that allegedly failed is ldc213, the reported lot number is 26253.

Manufacturer narrative:
Defect observed is consistent with product damage due to use conditions. Balloons are 200% inspected during assembly.